Event description:
The customer reported that the instrument had removed the target ultafiltration of 2.7 kg in the first hour of a four hour hemodialysis treatment on a baxter system 1000 hemodialysis machine. After 1 hour the patient complained of chest pain. The nurse/operator inspected the dialysis machine and found that the 2.7 kg goal had already been removed. The procedure was stopped temporarily and the patient's blood was returned with 1 liter of saline. The patient felt better and the center physician determinied that their hemodialsis treatment should continue with minimum ultrafiltration. The remainder of the treatment was uneventful. The patient was released from the center after treatment with no further issue.